Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 09/09/2025. An investigation was conducted on 09/09/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the intact heater wire. There were no visual defects observed on the the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on the cold jaw. The clear insulation on the tip of the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed however, the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000481824 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
The hospital reported that during procedure using vasoview hemopro 2, the heater wire bent. Customer states he does not know if the heater wire was bent and delaminating before the procedure started, he did not inspect. Early in the case he noticed it "wasn't right" and took it out to inspect. No part or component of the device detach and fall inside the patient. Procedure was completed with new device which caused delay. No patient harm.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.